Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. No other diagnostic issues were observed. This raise has been gradually increase over the course of a year. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effect were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. No other diagnostic issues were observed. This raise has been gradually increase over the course of a year. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effect were reported. Additional information was received detailing that this lead was explanted and replaced. Additionally, it was confirmed that during the explant of the lead, it experienced damage and will not be returned for analysis.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. No other diagnostic issues were observed. This raise has been gradually increase over the course of a year. It was decided to continue monitoring the patient. This lead remains in service. No further adverse patient effect were reported. Additional information was received detailing that this lead was explanted and replaced.